Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, inappropriate alerts of atrial noise reversion, ventricular noise reversion, and possible high voltage circuit damage triggered during an unrelated surgery were observed. Review of the session records confirmed that the noise and high voltage circuit damage alerts were likely caused during the cautery application. Patient will be scheduled for an in-clinic visit to clear the alerts.